Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The investigator noted that there was wear and tear damage on the following components: enclosure, front cover, line cord, and a cracked water tank. The unit was also missing a reflux plug. The unit had an old style pcb and power switch. In addition, the block assembly was leaking. The tank was filled with water, a temp-check was attached, and the line cord was plugged in. The power switch was then turned on. The customer reported product problem was confirmed during testing. The device leaked from bottom of tank cover. The following components were replaced: enclosure, tank cover, line cord, reflux plug, and block assembly. The pcb and power switch were also upgraded. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the device was leaking from the bottom. No patient injury or complications were reported in relation to this event.